Event description:
It was reported patient underwent a total shoulder arthroplasty on an unknown date. During the procedure, the curvtek cartridge was loaded into the curvtek handpiece on the back table. As the surgeon went to use the cartridge, one side of the curvtek cutting head separating from the cartridge. The pieces fell into the patient and were removed. It is not know what was used to complete the procedure.

Manufacturer narrative:
This complaint is a duplicate and was initially reported on medwatch 0001825034-2013-01528.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "do not apply excessive pressure on trigger mechanism while drilling. Fracture of the guide arm or drill assembly is possible."